Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this event and failure analysis investigation has been completed. Engineering confirmed the customer reported event as the instrument failed the initialization test. During removal of the instrument housing, the roll lifter bearing was found to be broken. One individual bearing ball was found stuck to the magnet. It is likely that the broken bearing components migrated to a location that prevented home clamp from successfully completing causing the customer reported initialization issue. A broken pivot pin was also found at the distal end location of the instrument. The known common cause of this failure is due to mishandling/misuse. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the endowrist stapler 45 instrument did not initialize. The planned surgical procedure was completed and no patient harm was reported.